Event description:
It was reported that the patient had read about recalls. In 2007 there were faulty electrodes in the implant. The patient¿s health care provider (hcp) hadn¿t seen the patient in at least 5 years. According to the manufacturer¿s device implant records, the patient had a new system implanted on (B)(6) 2008. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2000, explanted: (B)(6) 2008, product type: extension. Product ID: 3031, serial# (B)(4), implanted: (B)(6) 2000, product type: programmer, patient. Product ID: 3080, lot# l75874, implanted: (B)(6) 2000, product type: lead. (B)(4).